Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started ¿a couple weeks ago¿. At an unspecified date/time, the patient obtained a blood glucose result of ¿220 mg/dl¿ with the subject meter and ¿108 mg/dl¿ with another device (freestyle), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with insulin (unknown type, self-adjuster). It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient stated, at an unspecified time after the alleged issue occurred, he developed symptoms of ¿shaking and almost passed out¿. The patient self-treated with more food/drink. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (08/11/2014). The patient¿s meter has been returned on 7/7/2014 and evaluated by lifescan product analysis on 7/30/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 06/13/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.